Manufacturer narrative:
The insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage (loaded v lith) was within spec range. No unexpected power error alarm noted during testing. Pump error alarm and power loss alarm was noted in the download formatted history file due to intermittent non-sleep anomaly software error. Pump was received with high sleep current measurement, high active current measurement and pump error during self-test due to moisture damage electronic assembly. Pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked case behind the pump at the battery compartment and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error and power loss alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the alarmed returned every 4 hours. The product was returned for analysis.